Manufacturer narrative:
Additional info: section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The devices were not returned to saluda. The cause of the event as reported could not be confirmed. The risks associated with the implantation and use of a spinal cord stimulation system include allergic response or tissue reaction to the implanted or external materials which may require surgery (including revision, explant, and replacement) as a result, as listed in evoke scs system surgical guide. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient with an evoke spinal cord stimulation (scs) system reported potential allergic reaction symptoms. The symptoms were experienced regardless of whether their scs system was on or off. The physician did not allege that the scs system or procedure caused the reported symptoms. At the patient¿s request, the scs system was explanted.